Event description:
It was reported that the system had a precharge error. This error will likely prevent the system from booting,k which would lead result in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.